Event description:
It was reported that via remote transmission, non-sustained lead noise was observed. Review of egms revealed functional undersensing due to intrinsic events falling into ventricular blanking during atrial paced events. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.